Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the shield had dislodged and noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodged shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tep-hernia - "when introducing the mesh through out 12mm trocar with a johan grasper, the seal manbrane broke and two seal parts ended in the patient. The whit plastic part and a piece of the proximal 5-12 seal part. Attached you will find a report from the hospital. Please send me a box in box at my home address for pickup. " patient status unknown.